Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 429688 lead, implanted (B)(6) 2014. (B)(4).

Event description:
The physician reported that the patient was in the emergency room stating that the implantable cardioverter defibrillator (ICD) was malfunctioning. The ICD remains in use. No patient complications have been reported as a result of this event.